Event description:
Reporter indicated that device diagnostic testing at office visit resulted in high lead impedance reading (dc-dc code 7 and limit), indicating possible device malfunction. The elective replacement indicator was no, indicating the generator had not reached end of service. It was reported that the patient had recently experienced an increase in seizure activity and may have fallen with one of their seizures, potentially causing damage to the ncp system. Review of x-rays by radiologist revealed no obvious discontinuities in the ncp system. The device was programmed to off pending ncp system replacement surgery.